Manufacturer narrative:
Concomitant medical products: product ID 37752, product type: recharger. Product ID pnma01411a004, product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient had a lack of therapeutic effect. The patient stated that they aren't quite getting adequate lower back pain coverage. The stimulation does cover some, but as the patient is becoming more active there is more pain. The patient was referred to a manufacturer's representative (rep) for reprogramming for the pain. The patient also reported a broken belt. The patient was sent a new belt. Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient had a revision surgery. The patient stated that no new components were added, but the leads were moved around. Patient services asked if it was due to the lack of therapeutic effect that was previously reported and the patient stated that they thought so. The patient also stated that when they did the trial it hit where the pain was, but after the system didn't get the pain exactly. The patient didn't recover completely. The patient stated that the revision didn't resolve the lack of effect. The patient said that they met multiple times with representatives and tried different configurations and there was only 1 or 2 that they could use. They could only use these as they all hit under the breast and if something different it would hit there and she would "go through the roof".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.